Manufacturer narrative:
D4 - UDI no. - this product code is not required to be registered with FDA. The product code reported in this complaint is a kit containing the glidesheath and a tr band. The tr band (xx-rf06) from the kit is the device that is being evaluated for its reported malfunction. Visual inspection upon receipt revealed no defects. The tr band was leak-tested by being injected air of 18ml with a factory-retained tr band inflator and submerged in water. A leak was found at the air injection port. When the air injection port was plugged, no air leak was observed in any other part of the actual sample. The one-way valve was disassembled for further inspection. Under magnification, a foreign substance (approximately 1.06mm x 0.41mm in size) was found to be attached to the rubber tip. Qualitative analysis by ft-ir found that the fiber-like foreign substance had a peak which was very similar to that of abs resin. The outer cylinder of the one-way valve of this product is made of abs resin. Based on the investigation result, it is likely that the actual tr band sample became deteriorated in its air-tightness performance due to a foreign substance (abs resin) that made its way into the air injection port of the one-way valve and became caught in the air-sealing area between the rubber tip and outer cylinder of the one-way valve, resulting in the reported air leak. From the available information, however, how the fiber-like foreign substance made its way into the air injection port cannot be definitely determined. A review of the device history record and the shipping inspection record of the involved product/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the tr band device leaked air. Follow up communication with the user facility confirmed the following information: the actual tr-band was applied to the right radial artery after an emergency pci procedure; 16ml of air was injected into it by following the normal protocol; after a while, a blood leak was noted at the punctured site; additional air was injected with the dedicated tr-band inflator, then another blood leak was found; the balloons were found to have been deflated, resulting in degradation in their compressive performance; the actual tr- band was changed out to another tr-band; the treatment was completed successfully with no harm to the patient; and the was no significant blood loss, plus or minus 5ml.